Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis. The patient had a pre existing pericardial effusion and during the case there were no changes during ablation. The next day the crew was notified that the patient during recovery had a transthoracic echo completed showing the pericardial effusion was growing. The patient was sent back to the operating room and a pericardiocentesis was performed. Patient was stable. Additional information was received. Physician's opinion on the cause of this adverse event was patient condition/procedure (not a mechanical perforation, but instead probably inflammatory fluid collecting). Patient has improved. Transseptal puncture was performed with a baylis nrg needle. Prior to noting the pericardial effusion, ablation was performed without evidence of a steam pop.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).